Event description:
It was reported that when the devices were used during a laparoscopic bso procedure, the first device, with reload cartridge, locked out. A second device was opened and would not fire. A third device was opened and fired succesfully to complete the case. There was no consequence to the pt.